Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead displayed high impedance on all contacts resulting in ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue, therapy was confirmed post-op.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead had some kinks on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.